Event description:
It was reported that when using the bd pyxis¿ medbank tower, user was unable to issue med. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue medication. The technical support specialist remoted into the system and restarted the application via task manager. After the restart, the user was able to issue the medication successfully. The system functioned as intended after the technical support specialist troubleshot the device.